Event description:
Customer reported via phone, she had changed the insulin pump earlier and around dinner the customer removed the device. She took a bath and then later remembered she didn't check her blood glucose, it was 471 mg/dl. She gave herself insulin and then noticed the cannula was bloody and blood marks. Troubleshooting was performed and customer mentioned her blood glucose at the time of the incident it was 570 or 571 mg/dl and current was 471 mg/dl. Symptoms were thirsty and a little nausea. Customer didn't feel oaky to continue troubleshooting. She was advised to complete a set changed and to call back when she feels better to finish troubleshooting. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.